Event description:
Customer reported via phone, he had to go to the hospital because he was unable to connect to the insulin pump. The insulin pump was working correctly customer was not able to connect because the quick serter was broken. Customer stated prior to the breakage he had four other set that fell due to humidity. Customer's blood glucose was over 300 mg/dl. Customer stated he went to emergency room due to high blood glucose of 680 mg/dl and kidney pain. Customer went to hospital as he was unable to connect to the insulin pump as serter was broken. Customer had been of the insulin pump for 12 hours. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.